Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 23rd may, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the ceiling mount arm elbow cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00338) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00344). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00344).